Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was calling regarding fluctuating blood glucose levels. The customer stated that they performed an infusion set change two days prior to the phone call and since then their blood glucose readings have been elevated. The day prior to the phone call the customer's blood glucose had decreased to 50 mg/dl. The call was disconnected. Nothing further was reported.